Manufacturer narrative:
Qn# (B)(4). Returned for investigation was a 40cc 7.5fr ultraflex intra-aortic balloon catheter (iabc). Returned with the sample was the supplied 40cc driveline tubing and short arterial pressure tubing. Upon return, the peel away sheath was noted on the returned iabc. The one-way valve was tethered to the short driveline tubing. The bladder was fully unwrapped. The iabc flex-tip assembly (part of the iabc central lumen) was separated and no longer attached to the iabc distal tip. The iabc central lumen within the flex-tip assembly area was noted damaged and the wire round/polyimide (part of the flex tip assembly) was noted unraveled approximately 77.1cm from the iabc luer. Bends to the iabc central lumen were noted at approximately 37.1cm , 39.3cm, 45.2cm, 65cm and 69.2cm from the iabc luer. Dried blood was noted on the exterior surfaces of the returned sample. Dried blood was noted within the bladder/helium pathway. The bladder thickness was measured at six points with measurements ranging from 0.0054in-0.0061in and was within specification. The one-way valve was tested and passed. A vacuum was pulled on the one-way valve, and it held for at least 1 minute and then 30 seconds five separate times. Due to the returned state of the device, functional testing of the iabc was unable to be performed. Upon further inspection, no obvious damage or leaks were noted to the iabc bladder when visually inspected upon cleaning. A device history record (DHR) review was conducted for the lot number with no relevant findings. The device passed all manufacturing specifications prior to release. The reported complaint for iab insertion difficulty is not able to be confirmed based on visual inspection. Upon return, there were various damages to the iabc. Due to the combined damages and returned state of the device, it could not be confidently determined whether any of the damage occurred prior to or during insertion. The damages included a damaged central lumen within the flex-tip assembly, a separated distal tip , and a kinked central lumen. Based on a review of the device history record (DHR), the product met specification upon release; however, the specifications were not met during the complaint investigation due to the damaged catheter. The root cause of the complaint is undetermined. This will be monitored for any developing trends.

Event description:
It was reported "after catheter inserted into the patient's body, the catheter cannot pass through the iliac bone normally, and after multiple punctures, the catheter implantation cannot be performed normally. The catheter is removed." There was not another attempt at the procedure. No patient injury or consequence reported. The patients condition reported as "fine".

Manufacturer narrative:
(B)(4).

Event description:
It was reported "after catheter inserted into the patient's body, the catheter cannot pass through the iliac bone normally, and after multiple punctures, the catheter implantation cannot be performed normally. The catheter is removed." There was not another attempt at the procedure. No patient injury or consequence reported. The patients condition reported as "fine".